Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for follow up in-clinic. Upon device interrogation multiple episodes of atrial lead noise was observed. The noise was reproducible with isometric exercises. Programming interventions were made, and no further noise was observed. All other electrical measurements were within normal limits. The patient's condition was stable.